Event description:
It was reported during procedure, the balloon catheter was ruptured and another catheter was used to complete the procedure. No pt injury reported.

Manufacturer narrative:
The returned catheter has been evaluated and exhibited a tear at the balloon tubing. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear.